Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips and jaws of a medium-large clip applier instrument did not move well. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event occurred during a cholecystectomy procedure. The instrument was inspected prior to use with no noted damage. The issue occurred prior to clip application with the instrument in the patient. The issue was related to clip applier jaws remaining static/not moving when surgeon commanded movement. The clip used was a hem-o-lok. The size of the clip was a medium-large. No clip applications were done as this was noticed prior to clipping. The site used a backup instrument to resolve the issue. There are no photos or videos available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have both tall input disks broken. Input disks 6 and 7 were found completely broken from the inside of the housing. This causes the jaws not to move well. Additional observation related to customer reported complaint: the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips.